Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the perforation occurred four years post implantation. The patient also reports to be suffering from fear. According to the medical records, the patient¿s preoperative diagnosis was bilateral pulmonary emboli, bilateral deep vein thrombosis (dvt), lower extremity and gastrointestinal hemorrhage. The filter was successfully deployed below the renal veins and the patient tolerated the index procedure well. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient¿s preoperative diagnosis was bilateral pulmonary emboli, bilateral deep vein thrombosis (dvt), lower extremity and gastrointestinal hemorrhage. The filter was successfully deployed below the renal veins and the patient tolerated the index procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximal result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the perforation occurred four years post implantation. The patient also reports to be suffering from fear. The product was not returned for analysis as it remains implanted. The sterile lot number has not been provided, therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximal result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the perforation occurred four years post implantation. The patient also reports to be suffering from fear. According to the medical records, the patient¿s preoperative diagnosis was bilateral pulmonary emboli, bilateral deep vein thrombosis (dvt), lower extremity and gastrointestinal hemorrhage. The filter was successfully deployed below the renal veins and the patient tolerated the index procedure well. According to the discovery form, medical conditions outlined include bilateral pulmonary emboli, bilateral deep venous thromboses, ulcer and gastrointestinal hemorrhage. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include perforation of filter struts outside the ivc and frequent monitoring required. The patient further reports great pain and suffering and emotional distress and anguish, for severe and permanent personal injuries sustained, health and medical care costs, together with interest and costs as provided by law.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. According to the medical records, the patient¿s preoperative diagnosis was bilateral pulmonary emboli, bilateral deep vein thrombosis (dvt), ulcer and gastrointestinal hemorrhage. The filter was successfully deployed below the renal veins and the patient tolerated the index procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the ivc. Per the patient profile from (ppf), the patient also reports perforation 4 years after implant, pain, and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff  underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including but not limited to, perforation of his ivc. As a direct and proximal result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.